Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free lv connector leaked. During a saline then contrast injection, a disconnection was observed between the one-link needle-free lv connector and primary IV catheter. The infusion rate was 2.5ml/sec. The patient had to be re-injected and re-scanned; however, no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, thirteen (13) companion samples were received for evaluation inside their sealed original packaging. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing, pressure testing, and functional testing were performed with no issues noted. The samples were found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.